Event description:
It was reported the patient's blood glucose level (bg) rose to 22 mmol/l (396 mg/dl) and "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 4 and 24 hours. When the pod was removed, the patient noticed that the cannula was dislodged at the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.